Event description:
The reporter stated the surgeon attempted to insert a 20.5 diopter cq2015 collamer three piece lens but the injector plunger overrode and tore the haptic while the lens was being ejected, this was prior to insertion and there was no patient contact or injury. The reporter stated the cause of the torn haptic was due to the injector.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found no visible damage to the injector. The lens was returned and one haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge was not returned for evaluation.